Event description:
Customer reported a crack was found on the female luer of the y-connector that caused some leakage during an infusion. They are not sure if the leakage was the pca medication or mainline fluid. No pt harm. The set was discarded. There was no report of pt harm and no medical intervention was required. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a crack in the female luer of the y-connector resulting in a leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.